Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported communication error e226 due to a defective printed circle board. The faulty parts need replacement to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the visera elite ii video system center had a communication error code e226. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, error e226 likely occurred due to a faulty printed circuit board board causing temporary endoscope communication error between the scopes. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "otv-s200 instruction manual 10.2 troubleshooting guide ·code:e226 ·error message:scope communication error ·possible cause:the communication between the endoscope and video system center has failed. ·solution:immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." Olympus will continue to monitor the field performance of this device.